Event description:
Complainant alleged that while attempting to treat a pt the device's one step cable was damaged and was unable to attach to the device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.